Event description:
In 2007, nellcor puritan bennett received a report of dimension issues on a 3.0 ped tracheostomy tube. The customer states that a suction tube could not be inserted into the patient's tracheostomy tube. The customer stated that replacement of the tube was required.